Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a sore on his right side, under the electrode. The patient reportedly saw his doctor and an unknown ointment was applied. The patient's doctor recommended the use of neosporin on the area. During a follow up, the patient's wife reported that the skin was improving.